Event description:
The customer received a blood glucose reading of 212mg/dl on the contour meter and adjusted his insulin dosage accordingly. He became incoherent and his roommate called emergency services. The emts re-tested the customer on a different meter and the reading was 31mg/dl. They gave him something to raise his blood glucose and then transported him to the hospital. The customer is expected to return the test strips for evaluation. Replacement test strips and meter were sent to the customer